Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had been experiencing poor communication. The caller reported that the patient¿s ins ¿went to sleep¿ and needed to be woken up. They stated that the patient was unable to charge the ins. The caller reported that the reason for not charging was due to non-compliance. They stated that the patient had to make a trip and forgot their ins recharger (insr). The caller was redirected to follow-up with a healthcare professional (hcp). The caller stated that the patient was in so much pain. They reported that they ¿dnk¿ if they could get them off the couch. They noted the patient had pain on friday, saturday, sunday, and today. No further complications were reported. Follow-up was conducted.